Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experience thumping. X-ray confirmed the right ventricular (rv) lead had dislodged. High thresholds and loss to capture were also noted. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.